Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
The patient participated in a multi-center study of 1 or 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized box matrix putty with autograft. All patients received posterior fixation with either uss or click'x systems. Preoperative diagnosis was spondylolisthesis, degenerative. Patients was implanted with click-x for supplemental fixation. Patient had been experiencing pain for 4 months. Surgery date was (B)(6) 2003 and postoperatively patient experienced transitional syndrome, requiring physical or occupational therapy. Complaint # 6 of 14. This report is for the right screw.